Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer states that the screen is completely blank and possible audio beep audio. Customer is also reported a recurring unexpected restart alarm. Troubleshooting was performed ans issues were not resolved. Product is not expected to return.

Manufacturer narrative:
Device received with blank display and constant tone due to moisture damage on the electronics assembly. Unable to perform all functional testing including the operating currents, unexpected restart error test, rewind, basic occlusion, occlusion, prime and excessive no delivery test or verify unexpected restart alarm, back light anomaly and button keypad anomaly due to blank display. Device received with moisture damage motor, vibrator, keypad and battery tube assembly.